Event description:
It was reported that the aiming beam was scattering, and error 69 (scanner position x/y axis error) was displayed. When the machine was checked, it was found that the aiming beam was misaligned. There was no patient outcome reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse identified the aiming beam was outside of the microscope light source. The micromanipulator, the arm and the scanner were checked, and alignment of the aiming beam was performed. The laser passed full functional and electrical safety testing. Based on the information available, the reported clinical observations were confirmed. The alignment of the aiming beam by the fse resolved the issue. It is likely the misalignment could have affected the device performance, leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that the aiming beam was scattering, and error 69 (scanner position x/y axis error) was displayed. When the machine was checked, it was found that the aiming beam was misaligned. There was no patient outcome reported.

Event description:
It was reported that the aiming beam was scattering, and error 69 (scanner position x/y axis error) was displayed. When the machine was checked, it was found that the aiming beam was misaligned. There was no patient outcome reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. H6. Device codes: corrected.